Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the trigger was pulled back to lock the gun, and the device automatically fired. Used another of the same device with the same results. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to associated manufacturer report number 3005099803-2009-1779 for report on the other device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.